Event description:
It was reported that during a prostatectomy procedure, on the first fire the device jammed and would not fire. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Damaged yoke teeth. The analysis results found that the ats45 device was received with the clamping mechanism damaged. A 6r45b cartridge was loaded in the device and was unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. While no conclusion could be reached on what caused the clamping mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.